Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. No DHR review can be carried out as lot number is unknown.

Event description:
It was reported that the pn 31g 6mm 3b experienced leakage. The following information was provided by the initial reporter: the customer complained that the cannula is leaking and the insulin is leaking out.

Manufacturer narrative:
Date of event: unknown. Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the pn 31g 6mm 3b experienced leakage. The following information was provided by the initial reporter: the customer complained that the cannula is leaking and the insulin is leaking out.